Event description:
Additional info indicates that the source of the misread was the intemec corp bar code reader.

Event description:
The customer reported that while running a hepatitis surface antigen assay a sample barcode in position a8 was read as "381056799" instead of "038p56799". No error message was generated. Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.